Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer stated that there was a bulge in the silicone segment which was causing the pump to alarm, displaying downstream occlusion. There was no patient harm.

Manufacturer narrative:
The customer's report of a bulge in the pumping segment was confirmed per a picture received from the customer. It was observed per the picture that the silicone segment tubing had a ballooned bulge near the upper fitment. The root cause for this event could not be determined.